Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause was determined for the lead migration. The rep reported that no date for the revision had been set yet because of covid-19 restrictions. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was feeling sudden onset of pain with no physical changes. The rep interrogated the ins and noticed two days of battery going below 10% but nothing else unusual. Rep tried adjusting programming but unable to get bi-lateral stim. The hcp did an x-ray and lead migration of 2 vertebral lengths occurred in an identical track to the first lead migration which this lead replaced. X-ray showed the anchor was still in place but the lead migrated down within the spinal column. Patient had shown signs of a large epidural space with high energy needs and very easy lead insertion. Hcp referred patient to neurosurgeon to have paddle placed. Patient reported nothing unusual. Patient was extremely careful because this was the second lead placed. Issue not resolved. Patient scheduled for a consult to get a revision with a paddle. Intervention planned however not yet scheduled. No further complications were reported/anticipated.